Event description:
It was reported that during a cryo ablation procedure, while ablating the right inferior pulmonary vein (ripv), approximately fifty seconds in , a decrease in stimuli to the phrenic nerve was noted. The balloon catheter was repositioned without resolve. At approximately seventy-four seconds, the ablation was stopped and the procedure was halted for thirty minutes. The phrenic nerve did not recover. The case was aborted, the patient was not under general anesthesia. An x-ray was performed the following day and it was determined that the patient's diaphragm was not moving. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed five applications were performed using a catheter identified as afapro28 balloon catheter of lot number 37739. The patient file did not show any system notice on the reported date of the event. The failure file was not received. In conclusion, the reported phrenic nerve palsy (pnp) occurred during the procedure and could not be confirmed through data analysis, there is no indication that the adverse events are related to the performance or a malfunction of the product. Additionally, the decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. The decision to abort under general anaesthesia cannot be assessed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.